Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported the insulin pump had been alarming no delivery in the morning at 7:30 am during bolus. Last time the device alarmed it was this morning and on (B)(6) 2014. Customer's current blood glucose was 200 mg/dl. Troubleshooting was performed and customer was advised the device was performing as designed. Customer insisted the alarm were occurring because of issues with the device. Customer was advised to revert to back up plan. Customer called back on (B)(6) 2014 and stated the alarm reoccurred after troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.